Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 21. Immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.